Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim at 9:00 a.m. On (B)(6) 2026, the patient¿s central venous pressure was measured using disposable infusion tubing. During the procedure, the valve on the tubing failed to close tightly, allowing fluid to continue flowing out. The infusion was immediately stopped, and the tubing was replaced before the measurement was repeated. The incident did not result in any adverse effects for the patient.